Manufacturer narrative:
The DHR of reported lot number was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode "a0095 - causes pump to alarm" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that pump alarmed with pump detached message displayed on screen. After they used the key to open the lock, it stated battery depleted (battery indicator showed empty) but when they checked the batteries for charge, they were full. The pump cassette detached even though it was locked in place. There was patient involvement, and no patient harm/adverse event reported.